Manufacturer narrative:
Notification was made by the attorney of the estate for the customer's family. It was alleged the cause of death was due to an unknown malfunction of the medtronic insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The caller stated that the customer had a seizure in the middle of the night. The cause of death was low cardiac arrest. The caller stated that the customer had an amputation, had kidney disease, and heart disease. The customer's blood glucose at the time of death was 212 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not wearing a sensor at the time of death. The caller stated that, due to time constraints, the phone call had to be stopped. The insulin pump information could not be obtained. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer. Also, because the phone call was stopped by the caller, at this time, it is unknown if the insulin pump will be returned or not. The caller stated that they can be contacted, again, in a few days.

Manufacturer narrative:
The insulin pump was returned without a battery in the battery tube. The insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump was received with minor scratches on the display window, cracked case near the display window corners, cracked reservoir tube lip, cracked belt clip slot and stained end cap sticker noted during our visual inspection. Infusion set test had broken p-cap retention clips; the clips broke while removing reservoir from reservoir tube and cracked infusion set tubing noted. However, the infusion set passed flow test at 50.5 sccm. Reservoir test was returned with no damage to reservoir noted during our visual inspection. The reservoir was received with .4ml of fluid. The insulin pump passed reservoir leak test with no leaks passed the reservoir o-rings and alarmed no delivery during bolus and basal test.